Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrail lead exhibited a steady increase in threshold to 7.25 v.